Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Initial reporter - this article was written by michael berend,md, keith berend,md, hal cates,md, and philip faris, md. This report originated from a manuscript submitted to journal of arthroplasty titled, "the custom triflange implant for revision of severe acetabular defects: planning, implantation and results".

Event description:
Six patients identified in the article were revised due dislocation. There has been no further information provided and the patient outcome is unknown.